Event description:
The customer reported that the left hand monitor was flashing and then, intermittently it would go black. This resulted in a loss of the live image. There is no reports of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply was replaced. The system was then found to be operating as intended.